Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported on behalf of the customer, who received unspecified low readings on the sensor compared to readings obtained on an unspecified meter in the hospital. Customer experienced vomiting and was seen at the hospital where he received unspecified treatment from the hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported on behalf of the customer, who received unspecified low readings on the sensor compared to readings obtained on an unspecified meter in the hospital. Customer experienced vomiting and was seen at the hospital where he received unspecified treatment from the hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.